Event description:
From staff: stapler plee60a failed during surgery. Blade only went half way, then stopped. It could not be retracted, and the physicians' assistant had to do it manually. Manufacturer response for staple, implantable, echelon flex (per site reporter). Sending a shipper kit to send back for evaluation.